Event description:
There was an allegation of questionable ise indirect cl for gen.2 results for 2 patient samples on a cobas 6000 c501 module. Sample 1: the initial result was 122.3 mmol/l, and the repeated result was 106.0 mmol/l. Sample 2: the initial result was 131.9 mmol/l, and the repeated result was 102.0 mmol/l. The samples were repeated as the results did not match the patient's clinical diagnosis.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found a collapsed tubing. He replaced the cl electrode, decontaminated the reference tubing and sipper tubing, and performed checks with acceptable results. The investigation determined the service actions resolved the issue.